Manufacturer narrative:
Customer stated that they went back to the station and tested the batteries. They found that the number of test cycles were lower than they should be and took the batteries out of service. The product in complaint was returned to zoll on (B)(6) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed. Please see the following related MFR. Reports: #3003793491-2013-00999 for autopulse resuscitation system model 100 with sn: (B)(4), #3003793491-2013-01000 for autopulse nimh battery with sn: (B)(4), #3003793491-2013-01001 for autopulse nimh battery with sn: (B)(4), #3003793491-2013-01003 for autopulse nimh battery with sn: (B)(4).

Manufacturer narrative:
Investigation results for the returned battery as follows: the returned battery was placed in the battery tester, and the results indicated that the battery was below the minimum power output watts of 1300w with a reading of 766.1w. The battery was then fully charged and test cycled, then re-tested with the battery tester, where the results indicated that the battery was below the minimum power output watts of 1300w with a reading of 1137.1w. Per the autopulse power system user guide (pn: (B)(4)), "the expected service life of autopulse (B)(6) battery is 100 full charge/discharge cycles or 2 to 4 years depending on battery maintenance and usage patterns." An investigation conducted using the battery's serial number found that the battery was within its expected life with a manufacturing date of 03/2012. Per the autopulse battery charger user guide (pn: (B)(4)), "a test-cycle measures a battery's charge holding capability by cycling the battery through a charge-discharge-recharge sequence. Batteries with a high charge holding capability pass the test cycle and remain available for continued use. Batteries that no longer accept a charge will fail the test-cycle and must be replaced as they can no longer be used in the autopulse system." "To maintain a battery's performance and optimize its life, perform a test-cycle on it each month." However, proper battery maintenance was not performed (charged/test cycled) as instructed per the user guide. When the battery in complaint was received at zoll, only 18 test cycles had been performed. Given that the battery was manufactured in march 2012, the expected number of test cycles would be 21 (+/- 1). A probable cause for the customer reported failure may be due to improper battery maintenance.

Event description:
Customer received an initial call for a (B)(6) male who was experiencing chest pain. He was very heavy and weighed about (B)(6) pounds. The patient was still alive when customer arrived at the scene. Customer performed an EKG which revealed that the patient had posterior hemiblock (which has a 90% mortality rate). Patient went into bradycardia then asystole during transport to hospital. Duration of transport to the hospital was 30 minutes. Patient coded 5 minutes from the hospital. Manual CPR was initiated for about 10-11 minutes prior to deployment of the autopulse. The autopulse platform was deployed in the hospital with no issues. Autopulse nimh battery #1 gave compressions for 5 minutes before a ¿low battery¿ message displayed on the platform. 2 additional autopulse nimh batteries were put into the platform; however, the autopulse displayed ¿low battery¿ warnings with both batteries. The platform did not perform any compressions. A 4th autopulse nimh battery was tried and the platform displayed ¿replace lifeband¿. After the 4th battery, customer reverted to manual CPR. Manual CPR was performed for 40 minutes until the physician pronounced the patient dead. Customer indicated that manual CPR was performed between the battery changes. Rosc (return of spontaneous circulation) was not achieved. Customer indicated that the cause of death was a heart attack; however, an autopsy was not performed. Customer does not attribute the autopulse stoppage to the patient¿s death and indicated that patient¿s medical condition was critical. Please note that customer indicated that this event occurred within the first couple weeks of october. Therefore, the date of event is reported as 10/17/2013; however, the exact date is unknown.